Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: color stripes in image, scratched and broken universal cord and wearing of the light guide bundle. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: color stripes in image was caused due to component failure of the electronical component. Universal cord scratched and broken due to a component failure of the universal cord. The light guide bundle at the insertion section has slight wear and was interrupted and weakened due to a component failure of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had color stripes in image. The issue occurred during reprocessing. There was no patient involvement.